Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (B)(6) provides instruction for camera setup, operation and troubleshooting. A relationship, if any, between the subject device and the reported event could not be determined. Tracking failures are most likely due to intermittent connections or improper setup. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The medical investigation found that per complaint details, the device malfunctioned with a recurrent tracking failure during the navio procedure. Based on the information provided in the field report, the navio case was aborted, and the procedure was performed manually. The requested medical documentation was not provided; however it was communicated that there was a ¿contact defect between camera cable and system cart¿. Reportedly, the procedure was successfully completed via manual instrumentation with a 0-30 minute surgical delay and no patient injury reported. Therefore, no further medical assessment is warranted at this time. Our reference number: (B)(4).

Event description:
It was reported that, during a navio tka procedure, the tracking failure error message kept appearing during bone cutting procedure. The surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complications were reported.